Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. Data logs were reviewed which confirmed the reported failure. Data logs showed that an "controller error (opm comm crc invalid) [optical pump connected] ¿ alarm,¿ event #1045 occurred during use, which resolved by itself in 2 minutes 13 seconds. Real-time (rt) logs confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The aic was returned for evaluation was tested finding an optical bench fw communication protocol anomaly. The root cause of the console issue was due to the controller error and loss of placement signal is due to which is likely due to misalignment of data communication packets received by epc.

Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 support ongoing for 3 weeks when the aic (automated impella controller) had to be replaced due to a yellow console alarm. No harm or injury and the support continues on a 2nd console.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.